Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable clamp tubing" alarm. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the event occurred while in use with a patient. There was no patient injury.

Manufacturer narrative:
Other, other text: additional information provided in b3 and b5. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. No disposable alarm messages after pump starting were found in the pump's event history logs. Visual and functional testing were performed. The reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative measure.